Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation also found head cable stress boot flooding, charged coupled device flooding, and white scratches. The head was off the stress boot, and it was presumed that water had flooded from that part and caused the stress boot and charged coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause is linked to the device, but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cord of the camera head connecting section was disconnected. The issue occurred during preparation for use. There were no reports of patient harm